Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed after several successful firings. It jammed while on a vessel. Not known how they got it off the vessel. The customer is not reporting any patient consequence. One device will be returned.

Manufacturer narrative:
Eval summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken from the left side. No anomalies were found with the jaws. The device could not be tested for functionality as the lockout was activated, the instrument was empty. In addition, two clips were noted to be jammed in the jaws. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.